Event description:
It was reported that during use, the pump experienced helium loss 3 alarms. The helium tank registered 450 psi. Because of this problem, the pump was exchanged. There were no associated patient complications.

Manufacturer narrative:
The arrow field service rep investigated this incident. He checked the operation of the pump, and no leaks or other problems were found. He functional tested the pump and returned it to service.